Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during an implant procedure the physician put the atrial and ventricular leads in the opposite ports of the implantable cardioverter defibrillator (ICD). After the leads were put in the correct ports, the ipg setscrew would not "click" to hold the leads in place. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.